Event description:
It was reported that, "surgeon prepared tibia with baseplate punches, and cracked the proximal tibia. Went to a universal baseplate with a 50 mm stem and used small frag screws to fix the fracture"

Manufacturer narrative:
An eval of the device cannot be performed as the device remained in the pt and was not returned to the manufacturer. Add'l info pertaining to the device referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.